Event description:
It was reported that the patient had something used on her during physical therapy, it was a gel and some type of device it was like a mammogram, the therapist had stopped using it because the patient felt a pull when got around a microwave. Whenever the patient got near a microwave and looked at numbers she had felt a scary electrical pull, it was really bad. The patient had just been around the microwave heating her food up and had felt a slight irritation. It had been very bad and noticeable when she was doing the treatment but now that she had stopped the treatment the patient was unsure if it was just anxiety, she felt kind of a little funny but she would get away from the microwave and started to feel that feeling. It was worse during therapy and the patient had started therapy about 3 or 4 weeks prior to the date of this report. The patient¿s eyes had been burning when she was in the sun and her head seemed a little sensitive. The patient had noticed this about a week prior to the date of this report and was unsure if that was a side effect of medication or antidepressant or not but she had never had that prior. It was unknown if there was a 50% or greater symptom reduction. The healthcare professional had spoken with the patient¿s physical therapist and the device used was not contraindicated. The cause of the event was not determined and it was unknown if it was device related. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger; product ID 64002, lot# n250515, implanted: (B)(6) 2011, product type: adapter; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37092, lot# 276830001, implanted: (B)(6) 2011, product type: accessory; product ID 3387-40, lot# v000198, implanted: (B)(6) 2005, product type: lead; product ID 3387-40, lot# v000198, implanted: (B)(6) 2005, product type: lead; product ID 748266, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748266, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).